Manufacturer narrative:
A sample from the patient was received for investigation and the customer's tsh value was confirmed. Upon further investigation of the sample, no assay-specific interfering factors or other abnormalities were detected. Further clarification of the observed discrepancies for tsh is not possible with available methods and the current state of the art.

Manufacturer narrative:
The cobas e411 disk serial number was (B)(6). The calibration and qc results were acceptable. On (B)(6) 2023, the field service engineer tested a sample collected from the patient on (B)(6) 2023 and the result was 9.59 uiu/ml. He then tested the sample on another cobas e411 at another site and the result was 9.61 uiu/ml with a data flag. The investigation is ongoing.

Event description:
There was an allegation of questionable tsh elecsys results from the cobas e411 disk analyzer. The tsh result for the patient from the cobas e411 was 9.320 uiu/ml. A new sample was sent to another laboratory and tested on an abbott architect and the result was 1.873 uiu/ml. On (B)(6) 2023, using the original sample the result from another laboratory using abbott architect had a result of 2.059 uiu/ml. This sample was then tested on the customer's cobas e411 analyzer and the result was 9.62 uiu/ml. On (B)(6) 2023, a new sample from the patient had a tsh result of 4.5 uiu/ml from a cobas e411 at another site. The result for this sample from the abbott architect was 1.492 uiu/ml.